Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer treated high blood glucose with insulin pen. The customer stated the insulin pump was not bumped or dropped. The customer did not touch the drive support cap. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Event description:
It was reported via phone call that the customer stated the insulin pump alarmed prime. The customer is now treating with pens. The customer was advised to discontinue use of insulin pump and revert to back up plan.